Event description:
A customer reported that the cartridge was not fitting properly on the pump. There was no reported impact to the customer¿s blood glucose level. The customer followed instructions to inspect and clean the pump, identified an o-ring on the pneumatic tap, and successfully reloaded the original cartridge, allowing insulin therapy to resume.